Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/09/2009 that a customer had a problem with a gomco. The customer reports upon tightening the 1.1 gomco, the doctor experienced cutting of the foreskin of the penis without using the blade. The gomco itself cut the foreskin and the infant received a cut that required sutures.